Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis (isr). A10/3.50 flextome cutting balloon was selected for use. During the 2nd inflation, the balloon ruptured, despite inflation was performed slowly. The detail of the pressure and duration were unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.